Event description:
It was observed that during the device evaluation, the subject device exhibited blue foreign material attached to the gauze and brown foreign material adhered to the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for foreign material around the gauze and nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.